Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was insufficient air supply. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The bending section cover adhesive was peeling (floating) (the adhesive may be chipped, and debris may fall into the body). The adhesive on the objective lens was peeling. There were scratches on the operation part side of the universal cord. The paint on the air / water supply cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera ultrasound gastrovideoscope had poor air supply (possible nozzle clogging, but water could be supplied). No patient injury reported. During the evaluation of the device, it was noted the tip fixing screw adhesive was peeling. Additionally, there was a foreign object in the nozzle due to insufficient cleaning. This report is to capture the reportable malfunctions of the tip fixing screw adhesive was peeling and the foreign object in the nozzle due to insufficient cleaning noted at estimation.

Event description:
Additional information was received from the reporter. The issue was detected during preparation for use. There was no effect on the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no similar complaint at the same facility. A similar complaint from another facility was patient identifier (B)(6). The root cause of the issue could not be conclusively specified. The issue was undetermined that the cause of the glue peeling was attributed stress or the handling of the user. [The facts obtained from investigation]. Forceps screw glue peeing was confirmed. The bending section had a crack. The product was shipped with no abnormalities after manufacturing. The instructions for use (IFU) states the following guidelines: chapter 3 preparation and inspection: 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.